Event description:
The customer reported that she was hospitalized for hyperglycemia, with a blood glucose of 847 mg/dl. The customer stated that three days prior to the event, she had experienced low blood glucose levels because the insulin pump delivered most of the remaining 20 units of insulin over night. Furthermore, the customer stated that about a week before the event, she had briefly been in a room while someone was having an MRI done. The customer also stated that she last changed her infusion set three days before the event and that she uses a silhouette infusion set. Programming was correct. Troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed